Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance within range. The patient also had farfield oversensing due to atrial tachy response (atr) episodes. An magnetic resonance imaging (MRI) was performed, after the device experienced safety switch. Afterwards, the impedance increases and became out of range. Technical services (ts) was consulted, and high capture thresholds were noted, as well as myopotential noise. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance within range. The patient also had farfield oversensing due to atrial tachy response (atr) episodes. An magnetic resonance imaging (MRI) was performed, after the device experienced safety switch. Afterwards, the impedance increases and became out of range. Technical services (ts) was consulted, and high capture thresholds were noted, as well as myopotential noise. The plan is to continue to monitor and reprogrammed the device. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.